Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed. E1. Address information was not provided; therefore, il was used as the state.

Event description:
It was reported that bd insyte autog bc needle pierced the catheter. The following information was provided by the initial reporter: issues with 22g catheters splitting customer response on (B)(6) 2025. 1. Can you please provide an exact date of event? This has happened several times over the last few months. I will attach a video to show what happens with the catheters that are not stable. As soon as the needle is out they bend and fold over. 2. Any adverse event or serious injury reported to patient or healthcare professional? If yes, please provide the details. We have had several issues with having to initiate another IV due to the kinking of the catheter once in the vein. This creates increased pain and aggravation for the patient since it is an equipment issue and not a problem from the nurse starting the IV.

Manufacturer narrative:
The complaint of a damaged catheter was confirmed from the video that was provided for investigation. The video showed the needle withdrawn from the IV catheter and then reinserted into the catheter tubing, which causes the needle to puncture the IV catheter. A functional test of the representative 22g insyte autoguard devices revealed no damage or defects associated with the manufacturing process that would cause or contribute to the reported event. The instructions for use (IFU) state, "hold the catheter hub and rotate the barrel 360-degrees to loosen the catheter tubing from the needle." The needle does not need to be withdrawn from the IV catheter for this step. The IFU warns, "if the needle is partially or completely withdrawn from the catheter tubing during insertion, do not re-insert the needle into the catheter tubing as damage may occur." A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately.

Event description:
No additional information.